Event description:
A medtronic representative reported that, while in a cranial tumor resection with axiem, the surgeon was in navigate when the axiem emitter went to a localizer not connected status. In trouble-shooting, swapping the emitter port and then re-booting the system did not resolve the issue. Moving the axiem universal serial bus (usb) port into a different port on the computer resolved the issue and the axiem emitter returned to green status. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the site declined to replace their computer at this time as they find it to be fully functional. No parts have been returned to manufacturer for analysis.